Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 06/27/2016. Date of follow-up report : 07/19/2016. One used ls1500 was received for evaluation. Visual inspection found no defects. The customer reported that the jaws were hard to release. The reported condition was not confirmed. The handle was latched and unlatched without difficulty. The jaws opened and closed normally. The knife blade moved along the blade slot smoothly. Testing found that the trigger would remain in the retracted position. The trigger was not jammed and would release when the latch was pushed forward. The instructions for use instructs the user to open the jaws by pushing forward on the handle. No failure mode was identified.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws were difficult to open. No additional information is available from the site regarding the device and incident. There was no patient injury reported.